Event description:
Related manufacturer reference number: 2017865-2022-43597. It was reported that the patient presented to the hospital for a right ventricular (rv) lead and implantable cardioverter defibrillator(ICD) device implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that there was elevated high voltage lead impedance, abnormal pacing and high capture threshold on the rv lead. The rv lead was replaced following that. When trying to connect rv lead to the ICD there was set screw spillage. This resulted in high defibrillation impedance alert on the ICD,. After multiple failed attempts, the anomalous ICD was removed and replaced along with the rv lead without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The reported event of high defib impedance was consistent with the set screw anomaly observed in the field and was not reproduced in the lab. Analysis revealed the right ventricular df-1 set screw was unseated and contained septum material inside the hex cavity. This material prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.